Event description:
It was reported that the customer experienced a blood glucose (bg) value of 40 mg/dl; cause was unknown. Customer consumed juice to address low bg. It was also reported that the customer went to the emergency room (ER) due to bg level of 260 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.